Event description:
The patient experienced changed stimulation (type of change not specified) approximately 8 months after the device was implanted. The patient visited her hcp for a device check. When the hcp checked the status of the device an 'enter serial no' screen appeared, meaning the implantable pulse generator reset because of battery depletion, with 90-100% of the battery used. The device had 2 stimulation programs. Program 1 had the following parameters: amplitude 2.9 volts, pulse width 450 microseconds, frequency 20 hz. The program employed 3 positive electrodes, 3 negative electrodes, was used continuously and had current drain of 67 microamperes. Program 2 had the following parameters: amplitude 3.2 volts, pulse width 390 microseconds. The program used 4 positive electrodes and 2 negative electrodes and a current drain of 55 microamperes. The estimated battery life was about 26 months. The device was explanted. The patient was reported to have recovered.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned page.